Event description:
The customer reported on (B)(6) 2014 his blood glucose, carbohydrate intake and insulin history is as follows: time: 12:48 am, bg (mg/dl): 230, cho (g): 20, bolus (u): 1.7; 4:18 am, 243: 4:44 am, 272; 9:08 am, 249. Upon inspection he noticed the cannula was properly inserted but the pink slide insert was not in the window.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Qualification records were review and the product lot met all acceptance criteria.